Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic rectosigmoidectomy, during anastomosis, the device did not fire. It was stated that the device did not work at all. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was applied, with some staples protruding from the cartridge. There was visible damage to the staple guide and visible damage to the knife blade. The anvil of the instrument was observed to be tilted and attached to the instrument. In addition, a shallow knife impression and cross cutting staple line marks were observed along the cutline impression in the cutting ring/mylar cover. Functional testing was not performed due to the knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.